Event description:
A pt reported experiening inaccurate erratic results with a otp meter. The pt's blood glucose results were 171mg/dl, 71mg/dl. Tests were done within < 10 minutes with a difference of 73%. Pt did not experience any adverse events. No further info has been reported.